Event description:
It was reported that this right ventricular (rv) lead is fractured and the physician suspects the location is at the outer coil. This contributed to the patient experiencing syncope and their heart rate dropping to the 30's. The device was re-programmed to uniploar and appears to be working. The patient was admitted and will be monitored overnight until a revision procedure is planned. At this time, the lead remains in service. No additional adverse patient effects were reported.